Event description:
A customer reported that the lower left hand corner of each digit in the display was missing. A request was made to return the system for evaluation. In the meantime, a replacement until has been provided.